Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during use of the device for the infusion of insulin, the set detached from the patient's skin and fell away from their body. According to the home care patient, their blood glucose levels rose to 380 mg/dl due to the interruption in insulin therapy. According to the reporter, the patient declined to provide additional information at that time. No permanent adverse effects to patient reported.